Manufacturer narrative:
Since the original medwatch was filed, the investigation of the access site bleeding has concluded. According to the physicians, the impella pump's repositioning unit was placed too deep into the left femoral artery at a steeper than recommended insertion angle. The root cause of the bleeding was most likely due to the steep insertion angle, but without the pump returned this can not be definitively determined. The failure mode iwll be monitored and trended.

Manufacturer narrative:
To date no data or product have been returned for analysis. More clinical details have been requested. Should further information or product be shared that will lead to a root cause of the blood loss and associated intervention, a supplemental medwatch will be submitted. The failure mode will be monitored and trended.

Event description:
An impella cp was placed in (B)(6) to support a patient for a high risk coronary angioplasty. The patient had mulitvessel coronary artery disease that was treated successfully. Upon transfer from the cardiac catheterization suite to the ICU for monitoring, the team observed blood loss from the impella access site. The team attempted to apply pressure to achieve hemostasis. When the manual hold failed the team explanted the impella. To treat the blood loss the patient received 3 units of blood products. In conversation with the field representative and physician afterwards, the thought was there was improper placement of the impella repositioning sheath, as it was too deep the puncture site allowed for blood loss. In addition, access was made at a steeper than recommended angulation.